Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and fecal incontinence. It was reported that lead was completely broken and part of lead was still in the header of the battery. Patient had a return of baseline symptoms of urinary incontinence and bowel incontinence. Device was removed and replaced with a new lead and generator today, (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) indicated the device passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Continuation of d10: product ID (B)(4) lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead h3: analysis of the returned lead indicated that all conductors were broken 1.8cm from the proximal end of the lead. Conductors 0, 1, and 3 are broken 11.2 cm from the distal end. Analysis identified that the insulation was broken under connector 0 at the proximal end of the lead, and torn under electrode 1 and 3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.